Event description:
Date of event unk. The user reported a separation from the connector before use. The device was not on a patient when it was identified. Further clarification on the connector and the location of the disconnection have been requested. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident. The IV administration set has been requested for investigation but not yet received to date.

Manufacturer narrative:
(B) (4). (B) (4).